Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an abs-10061t angel prp kit failed instead of filling the syringe with prp it sent it into the ppp portion of the bag. This occurred during a case, the patient's blood was drawn and spun in the centrifuge; however, instead of filling the syringe with prp it sent it into the ppp portion of the bag. The patient had to have a second blood draw as the initial spin didn't provide any prp. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.